Event description:
Caller reported a malfunction on the pump, identified by a malfunction code, but there were no notable events prior to the issue. Blood glucose level did not exceed 500 mg/dl and remained within a normal range. Customer received instructions from technical support to reset the pump, successfully resolved the issue, and continued to use the pump without recurrence of the malfunction.